Manufacturer narrative:
A three-year ship history performed found the three most probable lots from which the complaint device originated: 13970291, 13970323 and 13952972, all of which correspond to upn (B)(4).

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00622, 3005099803-2011-00623, 3005099803-2011-00615, and 3005099803-2011-00624 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved; therefore the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #s 3005099803-2011-00622, 3005099803-2011-00623, 3005099803-2011-00615, and 3005099803-2011-00624 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat foot switch, an active cord, a gold probe, and a sensation polypectomy snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, power delivery to the snare could not be achieved; therefore the account opted to remove the target polyp without cautery and attempted to resolve the subsequent bleeding with a gold probe. However, this device failed to cauterize as well, at which point an entirely new procedure set was used to complete the procedure. It was reported that the amount of bleeding was expected given that the polyp was removed without cautery. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.